Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had issues with his bent cannulas and infusion sets. Customer's blood glucose at time of incident was unknown. Customer was advised to change infusion set. Customer was advised to call back to give infusion set information and to troubleshoot with the issues with the insertion device.